Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery would not charge, it was completely depleted. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that battery was due for replacement and requested the part number and price for a replacement battery. The rse provided customer with the part number and price. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on (B)(6) 2026 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.